Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. No visually discrepancies were detected. The product passed the disposable accuracy test. The failure mode is not confirmed. Root cause cannot be determined since the complaint was not confirmed. No actions are required since the complaint was not confirmed. No problems or issues were identified during this device history record review. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that the device was under delivering medication. No patient injury was reported.